Event description:
It was reported that a detached needle occurred. The sensor was inserted into the abdomen on (B)(6) 2023. A photograph was provided for investigation. The allegation was not confirmed due to there was no visible sign of detached cannula or needle via photographic inspection; however, there was damage to the sensor pod, seal carrier was jammed to applicator. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).